Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
When I fitted the first protector, it seemed to fit as I was upright, but lying down, it seemed to make my mouth hang open and it was drooling. So I gave up for a few weeks and then tried to shape the second protector while lying down. And that seemed to work. However, now the problem is that the protector is splitting in half. The harder portion that fits in the bite has separated from the molded part around the teeth.